Manufacturer narrative:
Investigation by (B)(4) qc with retains using controls and confirmed positive clinical urine sample gave expected results. Customer did not return the patient urine sample. Complaint not confirmed, as devices perform as expected. No report from (B)(4) at this time. The customer stated that the results are uncommon and that the erroneous result could be due to interfering substances in the patient urine.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the icon 20 hcg test was generating discrepant results, where the serum tested negative and the serum quant tested positive. The serum quant yielded a result of 90 mlu/ml. Further investigation and testing confirmed a positive clinical urine sample of 98 mlu/ml. No injury has been reported in connection with this event.